Event description:
On (B)(6) 2024, the technologist at lawrence & memorial hospital in the USA reported that during a thorax patient exam while using their proteus xr/a fixed radiographic x-ray system, the wall bucky steel cables broke and the bucky dropped to the ground. There was no death or injury associated with this event.

Manufacturer narrative:
Legal manufacturer: hcs beijing - (B)(6). Ge healthcare âs investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed. MDR block a: user was unable to provide patient information.

Manufacturer narrative:
Ge healthcareâ s investigation has been completed. Engineering analysis of the broken cables concluded the cause of the wall bucky steel cables breaking was due to fatigue from excessive bending, however to root cause of the excessive bending could not be determined. These cables are replaced every five years according to the systems planned maintenance schedule, and the service history for this device documented the last cable replacement occurred approximately three years prior to the event. During the course of the investigation of this event, it was identified that the system was missing the cable replacement label that is placed on the wallstand post-cable replacement. As the cable replacement label was missing and it is unlikely the cables broke due to bending fatigue after only three years, it is possible that the fe responsible for the cable replacement preventative maintenance did not fully complete the activity as documented in the service history. This fe is no longer a ge healthcare employee. In conclusion, the root cause is undetermined. To correct the issue, the cables were replaced. No further actions are needed.

Event description:
When the wallstand bucky dropped to the floor, the patient was on a stretcher table out of harm's way.